Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep found that the interconnect cable was difficult to insert. He replaced the lemo cable, and the inteconnect cable. The system operates as intended.

Event description:
The customer reported that the system did not xray. A reboot fixed the problem. No patient injury was reported.